Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella device for mechanical circulatory support. However, originally, the team did not start systemic heparin drip due to a hematoma at cutdown site. It was additionally noted, the patient has been receiving subcutaneous heprin doses, and there has been no impella device purge-related issue or ingestion of clot.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Additional information was received. D.6b explant date has been updated. D.4 revised model number from the initial submission in accordance with updated procedures. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures.